Event description:
It was reported that this pacemaker exhibited undersensing of intrinsic atrial beats that fell into the post-ventricular atrial refractory period during an atrial sinus arrythmia. As a result, brady pacing was delivered when not required, which accelerated the atrial rhythm. There was also undersensing of ventricular beats which resulted in inappropriate pacing. Additionally, it was noted that pacemaker mediated tachycardia (pmt) events had been stored, which were false episodes due to supraventricular tachycardia (svt). Technical services (ts) explained that the inappropriate pacing appears when the atrial rate is just under the current atrial tachy response rate set for this patient. The boston scientific representative asked ts for recommendations on how to avoid inappropriate pacing, given that this patient has a complex arrhythmia history, and they provided reprogramming recommendations. No adverse patient effects were reported. The device remains in service. Additional information was received. The patient attended the clinic and device reprogramming was performed.

Event description:
It was reported that this pacemaker exhibited undersensing of intrinsic atrial beats that fell into the post-ventricular atrial refractory period during an atrial sinus arrythmia. As a result, brady pacing was delivered when not required, which accelerated the atrial rhythm. There was also undersensing of ventricular beats which resulted in inappropriate pacing. Additionally, it was noted that pacemaker mediated tachycardia (pmt) events had been stored, which were false episodes due to supraventricular tachycardia (svt). Technical services (ts) explained that the inappropriate pacing appears when the atrial rate is just under the current atrial tachy response rate set for this patient. The boston scientific representative asked ts for recommendations on how to avoid inappropriate pacing, given that this patient has a complex arrhythmia history, and they provided reprogramming recommendations. No adverse patient effects were reported. The device remains in service.